Manufacturer narrative:
Steris monitors relevant websites and social media sources per our social media policy to identify potential complaints. Through this process, steris identified an anonymous post inquiring what should be done if there is something wrong with an autoclave, yet service personnel instruct the operator to continue the cycle. We have attempted to contact the complainant and provided contact information for the steris business support director; however, steris has not received a response. Based on the information provided in the anonymous post, this event appears to meet our reporting criteria for medical devices. A follow-up report will be submitted if additional information becomes available.

Event description:
Social media monitoring identified the following post: "if a technician complaints of autoclave machine some errors to service personnel, without checking and correcting the error, service personnel asked to continue the cycle, what should be done by the technician?"